Event description:
It was reported that pump experienced repeated cartridge alarms, including cartridge alarm 20, with consecutive cartridges, and issue did not occur during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump under warranty, provided instructions for placing old pump into storage mode and returning it within 10 days, and informed customer they would need to enter pump settings and reconnect continuous glucose monitor on replacement device.